Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and model information (d4) are not available.

Event description:
It was reported that following an atrial fibrillation ablation procedure performed on (B)(6) 2024, the patient had a CT scan on (B)(6) 2024 and was diagnosed with thrombosis and stenosis of the left superior vein. The patient will undergo angioplasty to treat.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.